Event description:
X-ray is not working. It has been reported to philips that the x-ray is not working. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue with image processing pc. Review of the system log file showed that malfunctioning of image processor pc. The fse was replaced new image processing pc. After replacement of new image processing pc, the system was returned to use in good working order.the codes were updated based on the investigation outcome.the evaluation method was corrected.